Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during a follow-up, no output was seen and atrial and ventricular lead impedances were <200 ohms. The battery voltage had no value and the autocapture was "automatically turned off". A software upgrade was done, but the measured data remained the same. Therefore, the device was replaced.